Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a previously implanted stent in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.